Event description:
It was reported that this right ventricular (rv) lead is exhibiting noise signals and undersensing. The patient reported diaphragmatic stimulation. Technical services (ts) was consulted and recommended performing x-rays. The device remains in service. No adverse patient effects were reported.